Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient is not receiving therapy from their system. Surgical intervention was undertaken and the ipg and lead were explanted.